Event description:
As reported, the balloon material on a 5mm x 10mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was found to be fractured upon opening the device. A non-cordis balloon catheter was used as a replacement to continue and complete the procedure. There were no reported injuries to the patient. This was during a carotid artery stenting procedure. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing the sterile packaging components. There was no damage to the device packaging prior to opening the device. There was no difficulty removing the device from its packaging. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon material on a 5mm x 10mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter was found to be fractured upon opening the device. A non-cordis balloon catheter was used as a replacement to continue and complete the procedure. There were no reported injuries to the patient. This was during a carotid artery stenting procedure. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing the sterile packaging components. There was no damage to the device packaging prior to opening the device. There was no difficulty removing the device from its packaging. The device was returned for evaluation. A non-sterile ¿aviator plus .014 5.0x20 142cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected confirming that the balloon was received deflated. No cracks or other damages were observed. The inflation/deflation functional analysis was performed to inflate the balloon of the received unit. During this analysis, no damages or anomalies were found on the luer hub of the returned unit. However, a leaking condition was observed on the balloon. A surface microscopic analysis of the balloon revealed secondary scratches near the puncture/leakage condition identified during the functional analysis. The reported ¿balloon frayed/split/torn¿ was confirmed as a leakage was noted during analysis; however, the exact cause could not be determined. During balloon inflation testing, a leakage was observed due to a puncture on the surface of the balloon. Based on the information available for review it is likely procedural and/or handling factors may have contributed to the reported event based on the analysis provided. Damage to balloon material may have occurred during preparation or while removing the sterile packaging components. According to the instructions for use, although this is not intended as a mitigation, ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Ensure that the devices are prepared according to the steps outlined in preparation. Remove the inner package from the box. 2. Open the inner package and carefully extract the packaging tube with the balloon catheter and the packaging tray containing flushing needle and compliance chart. 3. Hold the packaging tube/tray in one hand. With the other hand, gently grasp the hub and carefully remove the balloon catheter from the tube. 4. Remove the flushing needle and compliance chart from the tray; discard the tray and packaging tube. 5. Without twisting, slide the forming tube off the balloon. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.